Manufacturer narrative:
Concomitant product(s): a 6935m lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an increased shortness of breath. There was capture issue and possible high left ventricular (lv) lead threshold. The doctor suspected lead dislodgement. The lead remains in use. No further patient complications have been reported as a result of this event.